Event description:
It was reported that externalized conductors were observed. No intervention was performed at this time. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.